Manufacturer narrative:
It is noted upon further review, (B)(4) is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported etiology was updated to possibly related to the implant procedure.

Manufacturer narrative:
It was determined that this report (9614453-2016-05784) is a duplicate of the event located in report number 9614453-2017-00894. To this end, all additional information will be submitted under report number 9614453-2017-00894. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was determined that this report (9614453-2016-05784) is a duplicate of the event located in report number 9614453-2017-00894. To this end, all additional information will be submitted under report number 9614453-2017-00894.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study reported the patient had a tic increase and tingling sensation in the whole body. Diagnostics included the patient reporting the event on (B)(6) 2016. Interventions involved an x-ray on (B)(6) 2016. The battery being repositioned to insert it deeper and the area around the left extension was cleaned. Both interventions occurred (B)(6) 2016. Etiology was noted as possibly related to the device or therapy, unlikely related to the implant procedure and not due to programming. The patient's most recent programming and interrogation prior to the event had occurred (B)(6) 2016. The event was considered ongoing.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the extension was repositioned and an x-ray was performed on (B)(6) 2016. Follow-up is being conducted to obtain clarification on if the implantable neurostimulator (ins) and/or the extension were repositioned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the operation was an action to verify if there was nothing wrong with the device/system as previous impedance measurements did not yield any abnormalities. Impedances were again checked during the procedure, but again, no anomalies were found; the implantable neurostimulator (ins) was placed deeper. No further complications were reported/anticipated.